Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio observed that the internal hlc batteries were dead, which contributed to the device failing to power on; however, the cause of the depleted hlc batteries was not conclusively determined. The device measured 8.42 ma of off-current as well. A conclusive cause of the reported failure could not be determined. (B)(4): physio-control evaluated the device and verified the reported failure. Physio observed that the internal hlc batteries were dead, which contributed to the device failing to power on; however, the cause of the depleted hlc batteries was not conclusively determined. The device measured 8.42 micro amps of off-current as well. A conclusive cause of the reported failure could not be determined.

Event description:
The customer reported that their device was displaying all three icons (attention, service wrench and charge-pak). This is indicative of a device that would not have sufficient power to provide defibrillation shocks, if necessary. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that the internal hlc batteries were dead, which contributed to the device failing to power on; however, the cause of the depleted hlc batteries was not conclusively determined. The device measured 8.42 ma of off-current as well. A conclusive cause of the reported failure could not be determined.